Event description:
Procedure: lap chole. According to the reporter, the clips do not close or closed badly or over each other. The clips were scissored in appearance. There was no tissue damage noted intra-operatively, yet the pt suffered from biliary leakage. There was no additional blood loss. The malformed clips were removed from the pt. An additional clip applier was opened and the same issue occurred; upon opening another instrument, the device performed well. The biliary leakage required radiological drainage and ercp to drain the cbd.

Manufacturer narrative:
(B)(4).